Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain, fever and diarrhea. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event the same day as onset. On an unreported date the patient was treated with vancomycin (dose, route, frequency and duration not reported). At the time of this report the patient remained hospitalized (due to symptoms of abdominal pain and cramping) and was not recovered from this peritonitis event. Action with dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.